Manufacturer narrative:
Continuation of medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to syncope. It was noted that the right atrial (ra) lead exhibited low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.